Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose sensor displayed readings in the dexcom app but failed to pair with the ilet, leading to a ¿sensor failed¿ message on the ilet, and the user experienced hyperglycemia after concurrent infusion set and sensor changes; the user was instructed to confirm g7 settings, reenter the cgm pairing code, and change the steel 6 mm contact/detach infusion set. Symptoms included elevated blood glucose with a highest reported value of 470 mg/dl without hypoglycemia, loss of consciousness, or other acute sequelae. Outcomes included transient hyperglycemia without medical intervention, hospitalization, or use of backup therapy. Investigation included customer service troubleshooting, education on cgm pairing workflow, and assessment using a high blood glucose questionnaire. Investigation of this case revealed a pairing failure limited to the ilet interface while the dexcom app continued to receive sensor data, with suspected infusion site or set performance contributing to hyperglycemia; sensor pairing subsequently connected, and the user was advised to monitor. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity incompatibility during g7 pairing combined with probable infusion set issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.